Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked lcd window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, and broken battery cap. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 540 mg/dl. The customer was treated with needles. The customer was admitted to the hospital. The customer was treated with IV insulin injection. After the troubleshooting was done, customer was advised to monitor high blood glucose. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 540 mg/dl. The customer was treated with IV fluids and injection of insulin. The customer stated that the batter cap chipped around the top of battery cap. The customer doesn't know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.